Manufacturer narrative:
The lens was retuned in a non-company (replacement) lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. There were no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company, 20.5 diopter lens model was replaced with a competitors monofocal 24.0 diopter lens model, due to a patient having difficulty adjusting to the depth of focus lens. The patient had pre-existing ocular conditions of dry macular degeneration, dermatochalasis, blepharitis, 1+spk dry eye, pvd, and small to medium drusen. Additional information was provided that the patient had difficulty adjusting to depth of focus lens and was not happy with vision os 1 week after cataract extraction. After surgery od with single focus lens, patient wished to proceed with lens exchange os for single focus lens set for near 2.25. The company lens model delivers monofocal quality distance and excellent intermediate vision, however the patient and surgeon decided that the selection of a single focus lens set for near was a better fit for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient had difficulty adjusting to depth of focus lens and was not happy with the vision. Lens was exchanged in the secondary procedure with a non company lens. Additional information was requested.